Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Patient underwent lasik surgery. Lens remains implanted. Cause of event was not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: h6: investigation conclusions (d):4310 claim (B)(4).

Manufacturer narrative:
Corrected data: h6: investigation findings (c) :213. G3 on initial MDR should be corrected to (B)(6) 2024. Claim#: (B)(4).